Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had button error. Customer's blood glucose level was unknown. Customer also stated that the insulin pump escape button was not working all the time, escape button was intermittently unresponsive and b button was sticky. The device will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) bolus express and esc buttons dome switch. No unlocked lcd keypad connector noted.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).